Manufacturer narrative:
Initial reporter fax#: (B)(6). The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd accuri¿ c6 system leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "the customer reports that the instrument leaks from the front right corner. She cannot see the origin of the leak. Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Unknown, but most likely biohazardous. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No, no one came in contact with the leaked liquid."

Event description:
It was reported that while using bd accuri¿ c6 system leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "the customer reports that the instrument leaks from the front right corner. She cannot see the origin of the leak. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Unknown, but most likely biohazardous. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No, no one came in contact with the leaked liquid."

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to accuri c6 system, part # 653118, and serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 04jun2021 to date 04jun2022. Complaint trend: there are 3 complaints related to waste leakages not contained within the instrument; date range from 04jun2021 to date 04jun2022. Manufacturing device history record (DHR) review: DHR/bhr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage was due to blocked valves leading to a tubing disconnect. The customer had initially reported that there was a fluidic leakage from the front side of the instrument and an fse (field service engineer) was sent onsite to observe the issue. The fse confirmed the leakage and found it was due to an old valve board with blocked valves. These blocked valves caused a sheath valve tubing to disconnect and leak fluid outside of the instrument. The fse also found that the blue laser was not working, the flowcell was clogged, and the fluidic harness decontamination line was blocked. Although all these issues have been identified, the instrument is an end of life instrument so no major repair was performed. No action was taken on this instrument and it does not comply with bd specifications. No parts were requested for evaluation as there were no parts replaced. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. This instrument has been confirmed to have been scrapped. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 06aug2013 work order notes: subject / reported: (B)(6) - accuri c6 - leakage from inside the instrument. Problem description: the customer reports that the instrument leaks from the front right corner. She cannot see the origin of the leak. Work performed: no work performed. Cause: old type valve board with blocked valves. Tubing popped off sheath valve causing the leakage. Blue laser not working. Flow cell clogged. Fluidic harness decon line blocked. Solution: end of life instrument so no major repair or quotation. Instrument is placed in original state. This instrument is not repaired / working and does not comply to bd specifications. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000214703, rev. 01/vers. A, risk analysis accuri c6 plus was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/no ID: 2.1.8 hazard event: exposure to bio-hazardous material during preventative maintenance cause of event: user forgets to install waste line (after emptying waste bottle) and spills sample waste fluid during startup. Harmful effects: exposure to bio hazardous material. Risk control(s): pcyt-648 ¿ labeling biohazard. Pcyt-2908 ¿ labeling waste bottle biohazard. Pcyt-3385 ¿ biohazard fluid containment. Sy-3126 ¿ safety - biohazard ¿ user will apply the universal precaution - instructions for use guide - chapter on maintenance. Wear suitable ppe ¿ biological safety ¿ safety and limitations guide implementation verification: pcyt-648 ¿ labeling biohazard. Pcyt-2908 ¿ labeling waste bottle biohazard ¿ pcyt-3385 ¿ biohazard fluid containment sy-3126 ¿ safety - biohazard. User will apply the universal precaution - instructions for use guide - chapter on maintenance wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Effective verification: same as implementation verification probability: 1 severity: 4 occurrence: 4 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no. Root cause: based on the investigation results the root cause of the waste leakage was due to blocked valves leading to a tubing disconnect. Conclusion: based on the investigation results the root cause of the waste leakage was due to blocked valves leading to a tubing disconnect. Upon arrival, the fse found that the leakage was from a tubing that had disconnected due to blocked valves. They had also identified that the blue laser was not working, flowcell was clogged, and the fluidic harness decontamination line was blocked. This is an end of life instrument so no major repairs were performed. The instrument was not repaired, does not comply with bd specifications, and has been scrapped. No one was harmed or injured, and no medical diagnosis was performed due to the waste leakage. The safety risk of this hazard has been identified to be within the acceptable level.